Manufacturer narrative:
In response to FDA report number mw5088462. The event of seroma(late) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: not applicable, patient death not device related. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Regulatory agency provided a report from a patient's family or friend who reported the patient experienced ¿pain¿ and ¿thought fluid was around [their] implants.¿ patient additionally reported ¿breast cancer post implantation,¿ had ¿copd¿ (chronic obstructive pulmonary disease) and that the patient was "paralyzed by opioid death;¿ these events are not related to the device and will not be reported. This record is for the right side. Device remains implanted.